Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. If patient has a catheter in-situ - to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water if you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that 3 incidences of the foley catheters were reported over the weekend all from the same ward. The female patient was taken to theatre, and the bed was found to be wet. Theatre team thought it was the urine collection device connection point leaking where it attaches to the catheter, so the collection device changed, and catheter continued to leak. Another catheter leaked and a hole was visualized but when asked where, the reporter unsure and the issues were verbally handed over to the education team after the weekend. Another issue on same ward where post-partum blood loss from vagina came through the catheter into the urine collection device. The catheter was discarded each time. Per follow up information received via ibc on 13may2025, stated that no medical intervention needed for the post-partum blood loss.

Event description:
It was reported that 3 incidences of the foley catheters were reported over the weekend all from the same ward. The female patient was taken to theatre, and the bed was found to be wet. Theatre team thought it was the urine collection device connection point leaking where it attaches to the catheter, so the collection device changed, and catheter continued to leak. Another catheter leaked and a hole was visualized but when asked where, the reporter unsure and the issues were verbally handed over to the education team after the weekend. Another issue on same ward where post-partum blood loss from vagina came through the catheter into the urine collection device. The catheter was discarded each time. Per follow up information received via ibc on 13may2025, stated that no medical intervention needed for the post-partum blood loss.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.